Event description:
Event description guidant received information that this transvenous defibrillation lead had dislodged. Additionally, the patient had experienced diaphragmatic stimulation. The decision was made to remove the implantable cardioverter defibrillator (ICD) during the lead revision procedure.